Event description:
It was reported that the patient had the trial on (B)(6) 2014 and got the implant on (B)(6) 2014. It was noted that the patient fell on (B)(6) 2014 in their bathroom at home. It was noted that the patient had not felt the stimulation since the fall and thought they did something to the therapy. It was noted that the patient was on program 1 at 1.6 volts and increased to 2.2 volts and could not feel stimulation. It was noted that the patient was able to switch to program 2 at 1.0 volt and was feeling the stimulation. The patient was feeling stimulation up to the waist and this is how they had been feeling it previously. It was noted that the stimulation was comfortable. It was noted that there had been a loss of effect and the patient had an appointment with their health care provider a few days after the report and they would report this information to their doctor. It was further reported that the patient had no stimulation sensation. It was noted that the patient was having issues using their patient programmer. It was noted that the patient was only feeling a tiny tingling. The patient wanted the stimulation ¿to be deeper¿. It was noted that the patient was feeling stimulation in the bottom of their butt cheek towards the inside of their leg. The patient wanted to increase the stimulation. The patient changed the batteries in their programmer and was on program 4 at 0.0. It was noted that the patient had not been feeling anything that morning and their settings were ¿flopping around on¿ them. The patient was normally at 1.6 amplitude and they noted that they felt stimulation on program 2 yesterday but not today. The patient changed their stimulation back to program 2 at 1.2 and they were able to feel the stimulation. It was noted that the stimulation would start out strong and fade. It was noted that sometimes the patient did not feel the stimulation until they sat down. It was further reported that the cause of the event was the patient falling in the shower. It was noted that all combinations with ¿electrode ¿0¿ had bad impedance¿. It was noted that the patient was reprogrammed on (B)(6) 2014 and was changed to a different program. It was noted that the patient was going to be re-evaluated in a month. It was noted that the patient had no stimulation on the initial program or they needed maximum amplitude. The outcome was noted as a non-serious injury or illness.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0en32, implanted: (B)(6) 2014, product type: lead. (B)(4).